Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. An approved project is in place to further address issues with air in line. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: had another air in line alarm. Additional info note for the d5w on primary: we took tubing out of initial pump and put in new pump which gave same alarm. We primed a new tubing (same lot) with a new bag of d5w and this setup did not alarm air on the same pump. The initial tubing and bag, I ran on the initial pump and did not get an alarm. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.